Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) had no telemetry. It was noted that the device was implanted for greater than its expected longevity. The device remains in use. No patient complications have been reported as a result of this event.